Event description:
Reamer tip at the end of the rod broke and also rod tip broke during left tibia hardware removal and hardware placement. We were able to remove all parts from the pt. Photo taken.

Event description:
Reamer tip at the end of the rod broke and also rod tip broke during left tibia hardware removal and hardware placement. We were able to remove all parts from the pt. Photo taken.